Manufacturer narrative:
Evaluation: still under investigation.

Event description:
During placement of a tulip filter in 2007, when the physician unsheathed the filter in the cava, it would not expand. Once the filter was removed it did expand. The physician used another one and it worked fine.